Manufacturer narrative:
.

Event description:
On (B)(6) 2015 the registered nurse who was reported to be seeing the patient, reported that they do not in fact treat this patient. It is unknown who the patient¿s treating physician is and therefore no further good faith attempts for information can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the patient underwent a generator replacement on (B)(6) 2014 due to an increase in seizures and an end of battery life. The explanted generator could not be returned for product analysis as the hospital discards explanted devices. Additional information has been requested from the physician but no further information has been received to date.